Event description:
The stylet disconnected from the hub. No pt injury reported. No add'l info or a sample was provided by the facility after several attempts were made to the facility requesting add'l info.